Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure, it was reported that the outer cannula could not be fired. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were received and reviewed. The first photo shows a maxcore device in half primed position without protective tube, and the needle of the device is partially visible inside an opened device packaging. The second photo shows product labelling information which does match and verifies with tw. The third photo shows the maxcore device, in which the sample notch was exposed. No anomalies were noted. Based on the photo review, the reported failure to fire cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.